Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device detached prematurely on the 9th day of wear. The customer experienced sweating and weakness and a blood glucose result of 40 mg/dl was obtained from an unspecified device. The customer was treated with sugar, then a glucagon injection by a third party. There was no report of death or permanent injury associated with this event.